Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual contains preventative methods associated with the event in "chapter 6: compatible reprocessing methods and chemical agents" and "chapter 7: cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope to olympus repair center for evaluation of connection issues. During the evaluation, black rubbery material was found clogged in the nozzle that would very likely have accumulated during reprocessing. No patient injury or harm has been reported. This report is being submitted to capture the clogged nozzle defect found during the repair evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a clogged nozzle, moisture ingress on the shield of the ultrasonic-connector, sign of corrosion noticed in the ultrasonic-connector, air / water supply connector is detached from its mounting causing moisture entering the connector, bending section cover or distal sheath glue is separated and deteriorated, there are creases on the connecting tube, the universal cord is kinked, the switch button rubber is marked, and angulations are out of specification. Although the customer's claim regarding a connection issue remained undetected, it is likely that moisture located in the connector has randomly caused an electrical connection error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.